Event description:
It was reported that during an initial hip arthroplasty the threads of the inserter fractured. No adverse events have been reported as a result of the malfunction and attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Multiple reports were submitted along with his report: 0001825034-2022-01187. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were visual inspection found the threaded tip to be damaged. The shaft is scratched. The strike plate exhibits dings and deformation. Complaint sample was evaluated and the reported event was confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.